Event description:
In august 2003, the pt reportedly fell while at school and hit the head. No swelling was reported by the pt's parent. The pt's parent exchanged external equipment. However the pt was unable to hear while using the sound processor. In 2003, the pt was seen at the center for device eval. Testing confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.